Event description:
Customer medwatch reports that the blake silicone drain broke off leaving a portion inside the pt. Pt had to undergo repeat surgery for removal. Uf/dist. Report number 26-0159-1998-0001.